Event description:
The patient contacted animas on (B)(6) 2012 reporting that they went swimming two days ago and upon exiting the water, the pump lost power. The patient confirmed that there was condensation in the battery compartment and liquid behind the screen. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, moisture was found in the display and display lens was found to be leaking; the pump was unable to power on. The pump was opened and internal moisture damage was found inside.